Event description:
Patient presented to the physician with significant pain at the ipg site and the ipg moving in the pocket. Physician referred the patient to a pain specialist where pain medication was prescribed.